Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Fallope ring, lot #1703001 if information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. Product was used for therapeutic treatment of genuine stress urinary incontinence and tubal ligation. It was reported that after implant, the patient experienced e.coli and enterococcus, staph epi infection, kidney infections, recurrent uti's, right flank pain, hematuria, ovarian cyst rupture, appendicolith, mild bladder distention, right sided pelvic pain with free fluid, severe burning with urination, stomach hurting with cramping, gooey vaginal discharge, adnexal cyst, yeats vaginitis, bloating, abdominal pain, urgency, frequency, stress urinary incontinence, bladder stone, salmonella uti, bladder foreign body, urethral hypermobility, inguinal pain, diarrhea and bloody stools. Post-operative patient treatment included surgical interventions. The product had been used with origin tacker system, lot #1006981, fallope ring, lot #1703001. Relevant tests/laboratory data: (B)(6) 2000: office note stated urine cultures had been + for e. Coli and enterococcus, and staph epi infection. (B)(6) 2000: ivp with tomograms for kidney infections and recurrent utis showed small postvoid residual and no obstructing stone or masses. Rounded soft tissue mass adjacent to04 kidney probably related to accessory spleen. (B)(6) 2000: CT of pelvis showed two coarse metallic structures involving floor of bladder in midline, findings thought related to prior bladder suspension procedure. (B)(6) 2003: CT of abdomen/pelvis for right flank pain and hematuria showed questionable ovarian cyst rupture, calcifications at base of appendix consistent with appendicolith, and no obstructive uropathy. (B)(6) 2003: IV pyelogram for pain showed probable mild bladder distention with small postvoid residual. (B)(6) 2007: CT of abdomen/pelvis for right sided pelvic pain showed free fluid and mild soft tissue stranding in region of cul-de-sac possibly secondary to ruptured cyst.

Manufacturer narrative:
The lot number for the mesh device was incorrectly reported as a8a667 by the initial reporter on the medical records. A8a667 correlates to a suture product and not a mesh device. The lot number for this device is unknown.